Event description:
It was reported that this implantable pulse generator (pacemaker) showed some undersensed atrial signals during several atrial tachy response episodes. Technical services reviewed the episodes and indicated that the undersensed beats are not preventing mode switching and could consider leaving the programming as it is, but also recommended some possible reprogramming options. This pacemaker remains in service and no adverse patient effects were reported.